Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the degasser, deionized water filter, cleaned the water tank and water tubing which resolved the issue. Age/date of birth, weight and ethnicity: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high glucose patient results on their au680 chemistry analyzer. One (1) erroneous patient result was reported out of the laboratory and was later amended. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.